Event description:
Veterans affairs notified mobius mobility on (B)(6) 2025 the user was in hospital because of a "car accident" and there was no mentioned involvement of the ibot® pmd. On (B)(6) 2025 mobius was then notified by the clinician, that the user was in his wheelchair at the time of the accident. The clinician indicated that user was hit by a ford f150 and did not provide any additional information about the cause of the accident. The clinician didn't indicate any issues with the ibot® pmd at the time of the event and was looking to quote a replacement device.

Manufacturer narrative:
Mobius mobility made multiple requests for access to the device for investigation, but it was not available. The user did not want to have the log data pulled by the mobius mobility service team. Veterans affairs did not share the cause of the accident or provide any additional information during the investigation. At this time there is no information to indicate that the ibot pmd® caused or contributed to the accident as the driver of the f150 is believed to be at fault in the accident.